Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the broken distal wire, capture coil, and pipeline remains in the patient. The rest of the device was discarded. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Treatment of a giant aneurysm measuring approximately 24mm. On (B)(6) 2014, the patient underwent pipeline embolization treatment involving two pipelines. The patient was on dual anti-platelet therapy. During the procedure, the physician implanted the first pipeline without issues. The second pipeline (3.50mm x 16mm) was deployed inside the first pipeline so that the proximal neck of the aneurysm could be bridged for maximum coverage. The pipeline was released from the capture coil and then the physician began to drag the pipeline back to the starting location. As the pipeline was dragged back a few millimeters, the system (pipeline and marksman) abruptly jumped back and landed in the exact starting position. Upon visualization of the pushwire and capture coil, the capture coil was within the previously deployed stent, but at about a 45 degree angle within the first pipeline stent. (It did not appear that the capture coil ever got hung up on distal end of the first pipeline.) At this point, it was clear that there was a kink in the pushwire at the insertion point of the capture coil. A kink was noticed on the pushwire at the insertion point of the capture coil and the physician began to advance the pushwire in order to attempt to deploy the pipeline, but the pushwire and capture coil would not move forward. It was decided to remove the device and start over. Upon pulling out the entire system (the partially deployed pipeline and marksman catheter), the pushwire broke at the point of the capture coil. The distal wire and the capture coil were now in the artery. Upon removal of the partially deployed pipeline and marksman, the pipeline slid out of the marksman and deployed within the proximal vertebral artery. The physician decided to leave the broken segments and pipeline inside the patient as the risks of removal were greater. It was reported the patient was released from the hospital and doing fine.